Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink in the hypotube 30.5cm from the hub. Microscopic examination revealed a longitudinal tear in the balloon 14mm from the tip and approximately 7mm long. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 04 jan 2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported. However, returned device analysis revealed balloon torn longitudinal.